Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge his scs ipg. Troubleshooting and a replacement charger did not resolve the issue as communication with the ipg and external devices could not be established. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient had his scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.